Manufacturer narrative:
Vyaire complaint number: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replaced the 02 sensor and calibrated the unit. The ventilator continued to experience the same issue. Fsr troubleshoots the unit and found that the gas delivery engine (gde) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the avea ventilator keeps alarming low fio2 (fraction of inspired oxygen). At this time, there is no information regarding patient involvement associated with the reported event.